Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported the customer received a button error alarm. No additional information provided.